Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the insertion of the atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that air was sucked in the sheath continuously while trying to aspirate. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was contaminated. It was further informed that the farawave and a pigtail wire were inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The guidewire was at the tip of the farawave. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the insertion of the atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that air was sucked in the sheath continuously while trying to aspirate. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was contaminated.